Event description:
It was reported that the left ventricular lead had high and varying impedance, intermittent capture and noise. The lead was turned off until it was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.